Event description:
Customer reports of having site issues which did not allow for proper delivery. Customer was able to solve issue with chang of infusion set. Customer reports of sensor glucose occasionally being different that blood glucose by about one hundred points. Customer also reports of receiving no delivery alarms during priming. Customer was not able to troubleshoot as these were past events. Customer was advised to call when issue is occuring in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.